Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a propex ii eur was giving incorrect measurements. No injury occurred.

Manufacturer narrative:
Inspection results: received = 1x propex ii hook a102900000400; 1x propex ii measuring wire a102900000500; 1x propex ii unit sn: (B)(6). Propex ii measuring wire various cable problem the cable is damaged. Propex ii hook various cable problem there is bad electrical contact. The sheath of the wire is not damaged. The root cause of the wire wear near the hook happens because of frequent disconnection of the hook from the measurement cable. Replaced 1x p2 unit (B)(6); 1x p2 hook a102900000400; 1x p2 measuring wire a102900000500.